Event description:
It was reported that the patient's right extension had high impedances. Surgical intervention was undertaken wherein the right extension was explanted and replaced.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The reported ¿high impedance¿ was confirmed. Analysis of the returned lead extension found it was damaged during explant. The extension had multiple outer tubing breaches with exposed / broken internal wires. It was ascertained that two of the three ¿opens¿ found on the returned lead corresponded to the two reported contacts with high impedance in the field. The root cause of the two ¿opens¿ is unknown as there were no reports of the patient having any trauma, falls or accidents prior to the reported allegation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.